Event description:
The customer contact reported the silicone sleeve of the clave port remained in the depressed position. On an unspecified date, the tubing set was being used to deliver an unspecified medication. After an unspecified length of time, it was reported that the silicone sleeve of an unspecified clave y-site of the tubing set remained in the depressed position. No specific details were provided. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were reported. Though requested, no add'l info was provided including if the tubing set was replaced and the therapy was resumed.

Manufacturer narrative:
The device was received. Investigation is not complete. This report rep all the info known by the reporter upon query by hospira personnel.